Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during a patient procedure the physician inserted the tub into the patient and noticed a piece of debris on the patients face. Suction was used within the patient airway and more debris was removed from within the patient. The patient required deep suctioning and bronchoscopy to identify any additional foreign matter and re-intubation."